Manufacturer narrative:
No unexpected excess no delivery alarms noted during testing. Passed displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. Cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during a bolus and is not getting insulin. Customer does not recall any significant events leading to the error. Customer's blood glucose was 267 mg/dl at the time of incident and said that he was experiencing high blood glucose but did not give the value. Troubleshooting was done for no delivery and the customer changed the reservoir, set and insulin but the alarm would not clear. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.